Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the initial implant of this cardiac resynchronization therapy defibrillator (crt-d) the physician had trouble inserting the right ventricular (rv) lead into the header. Mineral oil was applied. The rv lead was eventually inserted into the header; however, the set screw was stripped during the connection process. The implant procedure was completed and no further issues were noted. This product remains in service. No adverse patient effects were reported.